Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "false positive" error. Customer reported that they have received false n1 positive results on bd sars-cov-2 assay with repeated run yielding negative n1 results. Customer reached out and stated that the issue is resolved. No further action taken. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 30sep2015, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument ct0239 and no additional work order was observed for the complaint failure mode reported. Samples were not returned for investigation, therefore returned sample analysis is not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed by service. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that while testing for sars-cov-2, the bd max¿ system, bd max¿ instrument produced a false positive result. Confirmatory testing was done with the result returning as negative. There was no indication that results were reported to clinicians, and there was no report of patient impact. Assays used: sars-cov-2. The following information was provided by the initial reporter, translated from german: "she recently saw more samples where the n1 comes at cycles 24-26 and n2 does not come at all, which are first positive and then negative in the follow-up analysis."

Event description:
It was reported that while testing for sars-cov-2, the bd max¿ system, bd max¿ instrument produced a false positive result. Confirmatory testing was done with the result returning as negative. There was no indication that results were reported to clinicians, and there was no report of patient impact. Assays used: sars-cov-2. The following information was provided by the initial reporter, translated from german: "she recently saw more samples where the n1 comes at cycles 24-26 and n2 does not come at all, which are first positive and then negative in the follow-up analysis"

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.